Manufacturer narrative:
(B)(4). The subject rt265 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the japan reported that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(6). Section d1: brand name updated. Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed the presence of a leak. Further inspection of the device identified a deformity on the duckbill slit, which was determined to be the source of the leak. Conclusion: the reported leak was confirmed, and was due to a deformity in the duckbill slit on the swivel connector of the circuit. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all time.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.